Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a gauge issue occurred. An advantage 26 inflation device was used to inflate an unspecified balloon. However during inflation "the pressure downed during pressurizing." The advantage 26 inflation device was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned product components for any damage, defect and anomaly revealed no damage. The device was prepped with 8ml of water and the device was inflated. The gauge needle moved to 24atm but did not reach 26atm and when pressurized again the gauge needle only reached 13 atm and then 4 atm before loosing pressure. It was noted that the device was unable to maintain pressure. The unit was dismantled and no component was missing. The components were visually inspected and no anomaly was noted. The gauge o ring was intact and no anomaly was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a gauge issue occurred. An advantage 26 inflation device was used to inflate an unspecified balloon. However during inflation "the pressure downed during pressurizing." The advantage 26 inflation device was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.